Event description:
The patient and home health care nurse reported on (B)(6), that air bubbles were forming in the cartridge. They also said that over the last year since receiving the replacement pump the patient's blood glucose readings were very erratic. At the time of the call to animas, his reading was 127 mg/dl and upon waking in the morning was 102 mg/dl. The last blood glucose level over 250 mg/dl was on (B)(6), when the patient had a blood glucose level of 287 mg/dl. The patient is legally blind and unable to see whether there are air bubbles. The home health nurse fills a week's supply of cartridges and keeps them in the refrigerator. The patient takes the cartridge out about four hours before use and leaves them in an upright position to eliminate any air bubbles. The nurse reports during his visits that he notices air bubbles at the plunger end of the cartridge. The animas representative advised the patient to obtain insulin via injections if she cannot safely use the pump. The patient also reports some bent cannulas and blood in the cannula. The pump's advanced features were reportedly all programmed correctly. This complaint is being reported because the user alleged that air bubbles formed in the cartridge. The patient's readings were not indicative of a serious injury and the patient did not mention any symptoms.

Manufacturer narrative:
The cartridges have been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A fill test was performed with no air bubbles forming inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.